Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that she had experienced a seizure and had become unconscious during a hypoglycemic episode. When patient regained consciousness she noticed that the receiver was not working. She consequently measured her bg to be in the low 60's mg/dl. Patient sounded coherent on the phone and assured dexcom technical support that she was feeling fine. An hour later, after the initial call to dexcom technical support, patient called again to report that her bg was measured at 72 mg/dl. She also reports that during the fall, she had injured her foot and noticed some blood on her head. Patient did call her physician to be monitored closely but refuses to seek medical intervention for her head and foot injuries. Patient was feeling fine during the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.